Event description:
The reporter called and alleged discrepant results on three patients when compared to a lab. The device results were reported as6.0, 2.7 and 3.9 inr. The lab results reported were 4.2, 2.0 and 2.8 inr. The reporter did not report any treatment. The reporter declined product replacement.